Event description:
It was reported that the customer was hospitalized for low blood glucose levels and a heart attack. The blood glucose reading was 29 mg/dl. The customer stated that the insulin pump kept resetting itself at night. He did not recall any significant events leading up to the hospitalization. He noted that he may have eaten a meal a little late but did not notice anything else. He did not know the perceived cause of the low blood glucose. He stated that emergency medical services came to his home and transported him to the hospital. He noted that he had discontinued use of the insulin pump at the end of february and had recently started its use again. After several alarms were found in the device's alarm history, the self test was performed and the insulin pump passed. The customer's doctor already reset the device settings. He was advised to replace the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed all of the functional testing and no alarms were noted during testing. However, alarms were noted in the history file due to a corrupted history file. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip. The insulin pump was received without the belt clip and no damage could be verified.